Manufacturer narrative:
The insulin pump passed the functional testing, including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. The insulin pump delivered properly all of the bolus programmed during testing and the bolus was properly recorded in the daily total history screen. The insulin pump was received with a cracked case at the display window corners, a broken reservoir tube lip and minor scratches on the display window.

Event description:
It was reported the customer was experiencing high blood glucose. The customer stated they treated their blood glucose, but by noon time, their blood glucose rose to over 500 mg/dl. Customer also reported they were throwing up, having body aches, and frequently urinating due to their high blood glucose. The customer reported being hospitalized on (B)(6) 2014 for high blood glucose. Blood glucose at the time of admission was 460 mg/dl. It was also found the customer was diagnosed with diabetes ketoacidosis at the hospital. Customer's healthcare provider also determined their insulin pump had malfunctioned, causing the hospitalization. The customer was treated with insulin and fluids at the hospital. It was also found the customer had a delivery anomaly on their insulin pump during troubleshooting. Customer's insulin pump also did not have air bubbles and their cannula was not bent. The customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.